Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer on proper technique for pressing the button, assisted in removing the pump from its case, and confirmed that the button was functioning as intended.